Event description:
Customer alleges the power cord had damage under duct tape. Qt (B)(4), order #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00111 listing the model # as irc50p. The correct model # is irc5po2. (B)(4) - no RMA has been initiated for this issue. Model irc50p, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges that the power cord had damage under duck tape when returned from customer and during removal of power cord the relief strain broke. Warranty replacement parts were ordered.

Event description:
Customer alleges the power cord had damage under duct tape. Qt (B)(4), order # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model irc50p, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges that the power cord had damage under duck tape when returned from customer and during removal of power cord, the relief strain broke. Warranty replacement parts were ordered.